Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported ¿severe pain in the left breast being diagnosed late seroma¿, ¿peri-implant collection on the left associated with capsular enhancement¿, "baker IV capsular contracture" and ¿hypoechoic solid nodule, oval, with well-defined contours¿ not device related. Device remains implanted.